Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. He stated he would get at least one with every set and reservoir. It was not possible to troubleshoot as this was a past occurrence. Customer's most recent blood glucose at the time of this report was 107 mg/dl. Customer stated he had been able to clear the alarm and troubleshoot on his own. Customer also mentioned the threshold suspend feature of the insulin pump being triggered by erroneous sensor readings. Nothing further reported.